Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The grasping section was closed without grasping anything while the output was activated in seal & cut mode. (This includes after tissue resection) this might have caused the tissue pad to wear out and peeled off partially. 2. Since the tissue pad peeled off, the non-insulated area came into contact with the distal end of the probe. Also, this caused a contact mark. 3. A force to activate the output in seal & cut mode, or a force to grasp tissue might have been applied to the probe causing an error. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. The device is returned, and an evaluation completed for it. The user¿s complaint of peeled tissue pad was confirmed. Upon inspection and testing, it was observed that the tissue pad was worn and partially peeled off. There was a trace of contact with the probe on the non-insulated part. There was a mark on the tip of the probe that had come into contact with a non-insulated part. When the device was tested with test devices usg-400, esg-400, and td-tb400 and performed a probe check, there was no abnormality. Seal short-circuit error u511 did not occur when the gripper was closed and seal mode output was performed. Since the tissue pad wears out when the seal and cut output is used, the seal output is checked. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the distributor, towards the end of a therapeutic open pancreatic resection, when the thunderbeat device had been used for approximately seven to eight hours, the tissue pad of the device peeled but did not fall off. There was were many error messages received. Particulars of the error messages is unknown. Procedure was completed with a new sonicbeat device without any delay. The patient did not need additional anesthesia. There is no harm or adverse impact to the patient. This was a case with many adhesions. Setting mode and output value at the time of the event were cut and coagulation, level1; coagulation, level 3. The intelligent tissue monitoring (itm) setting was on during the procedure. The device was inspected prior to use with no anomaly noted and probe check being passed. The connections to the generator were checked. The transducer cords and other medical device cords were not bundled together. This is the first time such an event occurred with this user.